Event description:
After use, stapler could not open. Had to use manual release to get it to open. Was difficult to do so. The stapler was already used on the patient; the staples are in a case inside a cartridge, so we can't determine how many was used. The incident happened once the stapler was removed, and the staff tried to reload the stapler and the stapler failed to open, so the staff had to manually open it. The stapler was retained, and the rep was notified. No patient harm.